Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (9) 1/2cc, 6 mm, 31g bd safetyglide insulin syringes (1 loose, 1 in an open blister pack, 7 in sealed blister packs) from lot #: 8295624. Customer states that there are several insulin syringes that are missing some of the markings on them. All returned syringes were examined and the loose syringe as well as 3 syringes in the sealed blister packs exhibited missing scale marking from the 0-15 unit markings. Also the syringe in the open blister pack exhibited smeared ink on the outer surface of the barrel. A review of the device history record was completed for batch#: 8295624. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200785614] noted for blank barrels. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Visual inspection of the syringe found missing print between the zero (0) and ten (10) scale lines. Root cause description: probable root cause for the missing print was the barrel was not contacting the print pad. Notification 200785614 was generated for missing print within the time frame of this lot. The bolt on the guide rail that controls the movement of the barrels was repaired."

Event description:
It was reported that scale marking error was found before use with syringes 0.5 ml 31g tw 6 mm bls 400 sg. The following information was provided by the initial reporter, "our hospital, has found several insulin syringes that are missing some of the markings on them. If you could get an investigation started on this it would be appreciated. Please advise on next steps. Hospital has found some of the new insulin syringes where the printed on graduated measurement marking are missing or rubbed off. Ref# 328447. Lot# 8295624. It doesn¿t seem to be on every syringe. Sporadic and only a low percentage per box.." 10 occurrences were reported.